Manufacturer narrative:
Findings: reliability analysis inspected 6 opened/used enlite sensors and performed visual inspection and found 1 of 6 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Five remaining sensors performed bicarbonate buffer test per (B)(4). One of 5 sensors failed for high readings 4 remaining sensors passed per specification with accurate readings.

Event description:
The customer reported via phone call that he had sensor anomaly. Customer's blood glucose was unknown mg/dl.